Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the hub of the 25 g bd¿ needle 3/4 in., before use. No report of medical intervention or serious injury.

Manufacturer narrative:
Investigation: qn review: no notifications were written for this batch. DHR review: nine visual inspections were performed on 600 parts with zero defects noted. Investigation results: evaluation of the returned samples has been performed with the following results: bag #7 = acc 1 pc with black embedded foreign material confirmed (1.0% aql for embedded fm acc 7/rej 8 on 315 pc sample). Bag #9 = acc 1 fm which was not detectable with normal vision / (1.0% aql for non-fluid path fm acc 7/rej 8 on 315 pc sample) acc. Bag #17 = acc 1 fm which was not detectable with normal vision / acc (1.0% aql for non-fluid path fm acc 7/rej 8 on 315 pc sample). Bag # 20 = acc one piece with fm; undetectable with normal vision. (1.0% aql for embedded fm acc 7/rej 8 on 315 pc sample). Possible root cause: fm - n/a - all fm samples are within the defined aql, and remain below 0.800mm in size when visually compared to a particle estimation chart. Root cause for embedded fm: carbon build up during the molding process. If corrective/preventative action not required, provide rationale: annual visual acuity testing for inspectors was begun in august 2017.